Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: g3, g6, h1, h2, and h6 as reported, a patient was treated with a 7f exoseal vascular closure device (vcd) after left vertebral artery stenting. About three hours after surgery, the vcd system did not work, and blood penetrated into the right psoas fascia, and the patient experienced severe pain in the right lumbar abdomen. A CT examination revealed enlargement of the right psoas major, and hemoglobin decreased by 40g/l to 98g/l. Manual compression was applied to stop bleeding, and five units of blood were transfused. Seven days after the incident, improvement was achieved and hemoglobin was re-examined by 123g/l. Additional information was requested but not provided. The device was not available to be returned for analysis. A product history record (phr) review of lot 18138489 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. Access site hemorrhages/hematomas are a common post-procedural complication and is listed in the instructions for use (IFU) as such. Access site hemorrhages are frequently related to stick technique, anticoagulation, blood pressure, adequate sheath removal technique, and the patient's compliance to decrease mobility of the affected limb in order to promote coagulation. Access site bleeding events can require prolonged manual compression, blood transfusion, or even surgical intervention. Based on the limited information available for review, it is not possible to determine what factors may have contributed to the bleeding event reported; however, patient/procedural factors are possible. Puncture-site pain is an unpleasant physical discomfort or sensation experienced by the patient at the catheterization access site. However, pain is subjective to the patient, and there are many potential causes to the pain reported. It¿s likely related to the same factors that contributed to the bleeding event. Without the return of the device for analysis or procedural films, the reported customer complaint could not be confirmed, and no determination of possible product contributing factors could be made. Although not intended as a mitigation of risk, the information for safety within the IFU is provided in the product¿s labeling with the intent to make the user aware of the risks. The precautions section in the IFU indicates that serious adverse events might result with the use of the exoseal vcd in vessels not suitable for the use of the device. Additionally stated in the IFU, ¿if hemostasis has not occurred, continue applying light manual pressure to achieve hemostasis.¿ per post procedure patient management, the IFU states, ¿observe that the puncture site is dry when light, non-occlusive pressure is released. Apply an appropriate sterile dressing to the puncture site. Assess the insertion site, as per hospital protocol. Ensure that the site remains clean and dry.¿ neither the phr review nor the product analysis suggests that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective or preventative actions will be taken at this time.

Manufacturer narrative:
A review of the manufacturing documentation associated with lot 18138489 presented no issues during the manufacturing process that can be related to the reported event. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, a patient was treated with a 7f exoseal vascular closure device (vcd) after left vertebral artery stenting. About three hours after surgery, the vcd system did not work, and blood penetrated into the right psoas fascia, and the patient experienced severe pain in the right lumbar abdomen. A CT examination revealed enlargement of the right psoas major, and hemoglobin decreased by 40g/l to 98g/l. Manual compression was applied to stop bleeding, and five units of blood were transfused. Seven days after the incident, improvement was achieved and hemoglobin was re-examined by 123g/l. The hospital reported it as an adverse event to the china nmpa directly. Additional information was requested but not provided. The device is not being returned for evaluation.